Event description:
Customer reported the gas module iii will not display or calculate gas agents. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the bench. Corrections included replacement of the gas module. Unit was calibrated and safety tested to factory specifications.